Event description:
It was reported that during the implant procedure after a couple of extensions and retractions, the helix would no longer extend. Also, as the helix would not turn, it appeared there was a fracture in the lead. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the lead was received with the helix disengaged from the helical channel. The helix/lobe was distorted/bent.